Event description:
Baxter (B) (4) reported a leak coming from the silicone tubing on a transfer set after 70 days of use. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B) (4). Evaluation summary: results indicate confirmation of the reported event of leakage from the silicone tubing on a transfer set. The root cause was a pinhole in the tubing. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line and take corrective / preventative action as appropriate.